Manufacturer narrative:
(B)(4). The event occurred in:(B)(6).

Event description:
The customer complained of questionable results for elecsys tsh assay (tsh) on a cobas 6000 e 601 module when compared to the results from an abbott architect analyzer. The data for 7 patients tested for tsh, elecsys ft3 iii (ft3 iii), elecsys ft4 ii assay, elecsys t3 (t3), and elecsys t4 assay was provided. Of which the tsh data for all 7 patients and the ft3 iii data for 1 patient were reportable malfunctions. This medwatch will cover ft3 iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the tsh. Refer to medwatch with a1 patient identifier (B)(6) for information on the t3. Please refer to attachment to this medwatch for patient data. The initial results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 module serial number (B)(4). The investigation is currently ongoing.

Manufacturer narrative:
A specific root cause was not identified. The calibration and qc results that were provided were acceptable. A general regent issue is not suspected. There were multiple "abnormal sample aspiration" alarms generated by the analyzer indicating there was an issue with the sample pipetting. The customer was using 13mm tubes without rack adapters. Reviewing an image of an unused sample tube, the sample tubes had a white particle or filament visible. If this particle gets in contact with the sample probe it could cause sampling errors. A potential root cause is probably related to an issue with the pre-analytical preparation of the samples. Other possible root causes included insufficient electromagnetic interference laboratory compliance, insufficient maintenance, or contamination of the environment with the analyte.